Event description:
The manufacturer received information that a trilogy ev300 ventilator failed a system test during evaluation. There was no patient involvement, and no harm or injury reported. Evaluation of the device confirmed the machine flow sensor with inaccurate flow measurements and/or delivery. The 3-way solenoid and proportional valves were determined to be defective and required replacement to address the issue. After repair, the system meets the specification for the performed service and is returned to use.